Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a superficial femoral artery interventional procedure. There was no difficulty inserting the proglide device. Reportedly, the distal sheath came off the device and remained in the patient. A snare was used to remove the sheath. Hemostasis was achieved by applying manual arterial compression. The final patient outcome was good and there was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy as the sheath was easily snared. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath separation was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath separation/break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.